Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl. The customer¿s blood glucose was 201 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. The was advised sensor will be replaced and return sensor. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.